Manufacturer narrative:
No product identifying information was able to be obtained after multiple attempts, and the alleged device was not returned for evaluation. In lieu of a reported lot number, a ship history report (shr) was generated for the reported angiographic catheter device (5f soft-vu pigtail catheter, 110cm). No device upn was reported just this device description. Based on event description use of a pigtail catheter, and the description of "when trying to cross right ventricle (rv) and up the right ventricle outflow tract (rvot)" it was reasonable to conclude the product was an angiographic catheter. The typical six month time frame prior to procedure date showed no shipments of an angiodynamics pigtail catheter to the end user facility (B)(6) hospital (account number (B)(6)). The shipment time frame was expanded to more than 3 years, the expiration date of the angiographic catheter (01-jan-2018 to 24-feb-2021); there were still no shipments of any pigtail catheters to account number (B)(6). A review of other accounts in the same city ((B)(6)) was performed with three others identified; (B)(6). Same 3 year ship history shows no shipments of any product to these account numbers. A DHR review cannot be performed as no pigtail catheter upn or lot number was identified during review of ship history records. The customer's reported complaint description of "patient experienced a tricuspid valve injury and papillary muscle rupture, during manipulation of one or more of angiodynamics introducer catheters" is not confirmed due to no sample being returned for evaluation. In addition, ship history was performed for the end user facility for 3 years prior to the procedure date of (B)(6) 2021. Ship history shows that no 5f soft-vu pigtail catheter (110cm) or any pigtail version catheter was shipped to the end user facility. Multiple good faith efforts were attempted with the end user facility to determine if the angiographic catheter used during the procedure was indeed an angiodynamics device. This could not be confirmed. The only allegation that the pigtail angiographic catheter used during the procedure was an angiodynamics device came from the inari adverse event notification. Inari is another medical device company with certain products in competition with angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An inari account manager, present during a case, reported that the patient experienced a tricuspid valve injury and papillary muscle rupture, during manipulation of one or more of angiodynamics introducer catheters. As reported, in summary: the patient was described as having bilateral pe and concomitant dvt. The procedure plan was to go to the right first as this appeared to be where bulk of clot was located; rll & basal branch. It was also determined that the use of the t20 was more appropriate taking the smaller anatomy of the patient into consideration. It was reported the soft-vu catheter was attempted to get through the rv and pop up rvot, but was met with difficulty. After several attempts the tech suggested a swan ganz balloon tipped catheter could help cross the right heart. With bentsen wire pulled into swan, catheter was advanced through rv and up rvot and this attempt was successful on the first try in accessing mpa. The procedure continued and was completed. On (B)(6) 2021 it was reported the patient had remained hospitalized and was being managed by vascular medicine. Cit was still suspected, and patient was being managed on heparin by vascular med & cardiology. The patient received a CT surgery consult and it was possible the patient would have open heart surgery to remove the cit. On (B)(6) 2021 cardiology found the patient to have a ruptured papillary muscle and tricuspid valve injury. The patient underwent open heart surgery the week of 3/15 for a mechanical tricuspid valve.